Event description:
The complainant reported that the automated impella controller (aic) selector knob was no longer working properly. It was reported the device would not jump through the menus. This aic was replaced with another aic. There was no patient harm reported.

Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the keyboard rotary knob issue has been completed. The impella automated controller was not received from the customer. The data analysis of the logs indicated no directly linked failure modes. However, on the complaint date, it was observed and speculated that the operator kept accessing to ¿display¿ menu multiple times but failed to navigate and select the expected entry via the (defective) rotary knob. Additionally, the operator could perform a normal shut-down on console ic4251 by pushing the rpb, which suggested the malfunction was limited to the rotary/ selection function of the rpb. The consoled was tested by the field service engineer and the visual inspection did not reveal any abnormality for internal cable connections (especially between 4 in1 and impellatronic. The engineer temporarily replaced the impellatronic board, and the issue was resolved. The root cause of the malfunction was due to the defective impellatronic. This report is being filed as part of a retrospective review of historical records.